Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient suffered a hypoglycemic seizure. The patient was also wearing an omnipod insulin pump. During the event, the patient¿s cgm was providing unspecified values ¿within range¿ however, the patient¿s bg meter reading was 50 mg/dl. Emergency medical services (ems) was called. The patient was treated with guava juice. The patient was not taken to the ER. The patient¿s condition resolved the same day. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.